Event description:
It was reported that the patient¿s lead was removed ¿earlier this year¿ due to infection. It was noted that a new lead would be replacing the previous lead. The reporter stated that there would be a new extension and implantable pulse generator (ipg) the week following this report. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Concomitant products: product ID 3387s-40, lot# v480091, implanted: (B)(6) 2010, explanted: (B)(6) 2013, product type lead; product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2010, product type extension. (B)(4).